Manufacturer narrative:
It was reported that the commode was not functioning as intended ("patient was in the bathroom washing up. Patient was standing up to wash hands and when she sat down on commode chair to be wheeled back to bed the commode tilted forward and patient was able to grab onto the sink to prevent her from falling and hold onto it"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Reporter stated "patient was in the bathroom washing up. Patient was standing up to wash hands and when she sat down on commode chair to be wheeled back to bed the commode tilted forward and patient was able to grab onto the sink to prevent her from falling and hold onto it".